Event description:
Physician intended to implant an endeavor resolute drug-eluting stent to treat a lesion in the mid to distal lad. Target lesion is reported to have been in a tortuous vessel with the lesion exhibiting 90% stenosis with calcification. It was reported that the physician was unable to deliver the stent across the target lesion. The device was returned to the manufacturing facility and the stent was observed to be damaged. There was a detachment on the hypotube. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the distal tip was flared. The hypotube was kinked 7.5cm, 17.0cm; 19.7cm distal to the strain relief. The hypotube had detached 18.3cm distal to the strain relief. Both ends of the hypotube were uneven and jagged at the break site. A number of struts on the 9th proximal segment were raised and deformed. The 11th and 12th proximal segments were deformed with struts slightly raised. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (tortuous vessel with the lesion exhibiting 90% stenosis with calcification). Inherent risk of procedure (stent deformation). Deformation issue. Conclusion results: device failure related to patient condition (tortuous vessel with the lesion exhibiting 90% stenosis with calcification). Inherent risk of procedure (stent deformation). (B)(4).